Event description:
On (B)(6) 2011 atrial impedance out of range. Atrial pacing impedance over 2000 ohms. Patient was in atrial fibrillation during measurement. No action was taken, pt followed up further on a regular basis. (B)(6). Dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).